Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 338.310, lot: 9747105, manufacturing site: hägendorf, release to warehouse date: 29. Dec. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation selection investigation site: cq zuchwil , selected flow: damaged . Visual inspection: the visual inspection has shown that the threaded tip section is completely broken off. The broken off portion was not returned for evaluation. The rest of the device is otherwise still in good condition. Dimensional inspection: the broken part is unfortunately missing, which makes a dimensional inspection of the relevant dimensions impossible. However, at least the 4.5 mm shaft diameter close to the breakage of the drill bit was measured. Conclusion: the measuring result does show conformity. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 9747105 was manufactured in december 2015, 96 parts according to our specifications. All devices were sold meanwhile, and we are not aware of any quality issues associated with this article- and lot number. The used material was stainless steel 1.4301 as required. Summary: our investigation has shown that the complaint condition for the received instrument is confirmed due to the breakage. We suppose that the device encountered unintended forces, such as use related excessive force application during its use, which finally resulted in the breakage of the tip. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j rep. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a dhs connecting screw threaded portion broke inside dhs screw during implantation. Concomitant device reported: dynamic hip and condylar screw (part # 280.850, lot # unknown, quantity # 1), dynamic hip and condylar screw wrench (part # 338.300, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).